Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples for evaluation were only recently received and are still under evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states they are having frequent "specimen integrity" issues when centrifuging specimens with the sst tubes. They stated they have calibrated their machines and even double spinning but seems to be having the same issues. Customer observes floating red particles and blood consistently is in the barrier gel. Specimens sent out for testing are being resulted "specimen integrity compromised." In an additional communication with the customer the following answers were received: it is not recommended to re-centrifuge tubes once the barrier has been formed. Re-spinning tubes can introduce red cells into the serum and hemolysis can occur. - answer: we were instructed by our quest rep to spin down the blood twice, hence why this has been done in our laboratory over the last 2 weeks. Have the tubes been inverted 5-10 inversions immediately after collection to properly mix the clot activator? Answer: yes. Are the tubes allowed to clot sitting upright for 30 minutes before centrifugation? This is critical for clot formation and to prevent the formation of fibrin strands that do not spin down. Answer: yes, if not longer at this point because of our issues that we keep experiencing. Are you using a quest supplied centrifuge (drucker 642e)? This centrifuge has been validated by quest and should centrifuge at 1600g for 15 min.- answer: yes this has been verified and show to our quest representatives for confirmation as well. The provided photo shows a properly filled tube and excellent separation between the serum and red cells. If red cells are seen within the gel (as shown in the provided photo), they cannot migrate out of the gel and should not affect the specimen integrity.- answer: we are receiving an error from the lab stating specimen integrity compromised- whole blood, unspun or partially spun gel barrier tube was received more that 6 hours since collection. A false elevation of k, phos, and ld as well as false decrease in glucose may occur due to prolonged contact with red cells. If red cells are seen in the serum, it is possible that they are attached to fibrin strands."

Manufacturer narrative:
Received 14pcs 455071p/b2209336 for evaluation. Received customer photos. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations related to the reported errors could be observed in tested samples. The tubes in customer submitted pictures display proper gel movement and barrier formation, good separation is observed. The alleged malfunction cannot be confirmed.